Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the electrode had dislodged shortly after the implant. When the repositioning took place induction took place and the initial 65 j shock failed with a 80 j reversed shock being successful. Another induction test was performed when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) with a 70 j reversed polarity which was also successful. The shock impedance measurements were normal and in range. The system remained implanted. No adverse patient effects were reported.